Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one conquest 40 pta dilatation catheter received for evaluation. During visual analysis could observe the balloon in partially inflated condition. No other anomalies were noted. On functional testing, an attempt was made to deflate the balloon by applying negative pressure, but it was unsuccessful. Very little fluid was aspirated from the balloon. No further testing was performed. From the return sample analysis, the balloon could not be deflated fully and initial inflation also could not be performed. Therefore, the investigation is confirmed for the reported deflation issue and inconclusive for the reported inflation and difficult to remove issues. A definitive root cause for the reported deflation, inflation, difficult to remove issues could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2026), g3. H11: d2b (dqy;lit), h6 (method, result, conclusion). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly never fully inflated even using 30 atm on the indeflator. It was further reported that the balloon however did inflated just slightly but allegedly would not deflate all the way. Furthermore, there was slight difficulty in retracting the balloon through the sheath as some fluid was still in the balloon. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2026) h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return.

Event description:
It was reported that during an angioplasty procedure, the pta balloon allegedly never fully inflated even using 30 atm on the indeflator. It was further reported that the balloon however did inflated just slightly but allegedly wouldn¿t deflate all the way. Furthermore, there was slight difficulty in retracting the balloon through the sheath as some fluid was still in the balloon. There was no reported patient injury.